Event description:
During an atrial fibrillation procedure, a cardiac perforation occurred requiring a thoracotomy. When the non-abbott ablation catheter was inserted into the sheath, it was found that there was no resistance between the sheath and the ablation catheter. It was not impossible to know whether the ablation catheter had left the sheath. This led to the ablation catheter being unsheathed but not felt by the surgeon, resulting in the catheter piercing the left atrial appendage. The patient felt chest tightness and was in a state of confusion. The cardiac perforation was then confirmed with an echocardiogram. The patient was then sent to the affiliated hospital of (B)(6) university along with the sheath tube for a thoracotomy and is recovering in the ICU. The physician alleges that the perforation occurred during the insertion of the ablation catheter into the left atrium due to the sheath.